Event description:
The device was applied during a mason procedure. Reportedly, the staples did not form properly. The hospital has reported that no pt injury occurred.

Manufacturer narrative:
10/4/96-submission of supplemental report with add'l info in sections d-7, d-8 and d-9. Evaluation indicated and codes entered in h-3 and h-6.